Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer stated that they received change sensor alert and calibration not accepted alert. Customer stated that they received a no delivery alarm shortly after setting a bolus on their insulin pump. The customer was assisted with troubleshooting and the device passed the test functions. Customer does not report consecutive sensor alerts with different sensors. Customer wanted to test transmitter. Customer was able to ran test on transmitter and assisted in performing test on transmitter and it was passed. Customer was offered to review sensor best practices but they declined to review. The insulin pump was not returned for analysis.